Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Hold for rh 1.24 it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was also reported that the patient was diagnosed with septic shock. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include high blood pressure. The patient was treated with fluids, insulin and antibiotics via IV (intravenous). The patient was released the five days later. The pod was not worn when seeking medical attention.